Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed with the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver compressor was unusually noisy when the driver was turned on.

Manufacturer narrative:
The customer-reported noise was confirmed and reproduced during investigation testing. The noise was determined to be caused by a malfunction of the left compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4375 follow-up report 1.